Event description:
The patient received the scs system on (B)(6) 2011. It has been reported the patient experienced a loss and painful stimulation in (B)(6) 2011. A full parameter diagnostic indicated invalid impedance values on several contacts. A surgical intervention was undertaken to explant and replace the system lead with a new lead. The explanted lead was found to be fractured. No further patient complications have been reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.